Event description:
A 3.0 mm diameter by 15mm length s7 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. The circumflex coronary artery had a total of two s7 stents successfully implanted. The left main coronary artery was then treated with the implant of two bestent2 stents. It was reported that three days after the stents were implanted, the stents had developed thrombus and occluded the artery. The occlusion was treated with balloon angioplasty. Anticoagulants and platelet inhibitors. The circumflex artery was successfully revascularized and the patient was reported to be fine post procedure. There was no conclusive reason why the "stents had thrombosed".